Event description:
Patient reported right side not enough milk production. Upon review, the event of not enough milk production occurred before the patient had the primary augmentation. Patient later reported rupture via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as fold flaw opening and missing assessed as inconclusive. Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported, not enough milk production. Upon review, the event of not enough milk production occurred, before the patient had the primary augmentation. Patient later reported, rupture via MRI. This file is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported not enough milk production. Upon review, the event of not enough milk production occurred before the patient had the primary augmentation. Patient later reported rupture via MRI. This file is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported not enough milk production. Upon review, the event of not enough milk production occurred before the patient had the primary augmentation. Patient later reported rupture via MRI.this file is for the right side. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.